Manufacturer narrative:
The patient required revascularization of the target lesion and vessel. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 4.7 mg; therapy date: (B)(6) 2015; adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 15a0561204. Expiration date: 07/12/2015. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(4). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 200 mm, 90% stenotic de novo lesion of the right mid sfa. The lesion was predilated using a 4 x 40 mm balloon and inflated to 16 atm, resulting in a residual 40% stenosis. Next, a 6 x 120 mm stellarex balloon was inflated to 12 atm for 3 minutes, resulting in a residual 0% stenosis. Then, another 6 x 120 mm stellarex balloon was inflated to 12 atm for 3 minutes, resulting in a final residual 0% stenosis. The patient was discharged per plan. On (B)(6) 2016, an occlusion of the right sfa was noted via duplex ultrasound. On (B)(6) 2016, the patient underwent revascularization to treat the 100% occluded target lesion and vessel. Endovascular treatment was done using rotarex thrombectomy, deb pta, and a stent. The event was resolved without complication. The patient was discharged on (B)(6) 2016. The physician indicated the adverse event is unlikely related to the study device and not related to the procedure. On (B)(6) 2017, the patient underwent revascularization of the 90% occluded target vessel and target lesion. Endovascular treatment was done using a deb pta device. The patient was discharged on (B)(6) 2017. The physician indicated the adverse event is not related to the study device or the procedure.